Event description:
Medtronic insulin pump reservoir and hose developed air bubbles during use. Abnormally high blood sugar. Company representative reports no problems with product. Exhibit b, which is the exact protocol I use every time I change a set is medtronic's admission their product is the problem. This was in response to my last complaint. Medtronic's nurse/trainer had seen me in the doctor's office and checked out my methodology. No problem.